Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's husband stated the purewick urine collection machine is not suctioning. Representative attempted to do a troubleshoot, but they refused and said the va replaces every 60 days. Just having motor issues. Provided tips about shaking the canister and 3/4 inch of wick spacing. They said they will give it a try.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's husband stated the purewick urine collection machine is not suctioning. Representative attempted to do a troubleshoot, but they refused and said the va replaces every 60 days. Just having motor issues. Provided tips about shaking the canister and 3/4 inch of wick spacing. They said they will give it a try. Per follow up information received via phone on 29sep2025, it was reported t/s done and all working well now.